Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Original implant date was (B)(6) 2015. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced pain and non-union and was revised. A male patient sustained a left medial malleolus fracture and was implanted with two 4.0mm cancellous partially threaded bone screws. Original implant date was (B)(6) 2015. Subsequently, he experienced pain and non-union. On (B)(6) 2015, the patient underwent an open reduction and internal fixation. Both screws were removed intact and the patient was revised to a synthes hook plate and three 3.5mm cortex screws through the plate. It was reported that there was no surgical delay and the surgery was successfully completed. The patient outcome was "well". This complaint involves 2 devices. This report is 1 of 2 for (B)(4).